Manufacturer narrative:
Two devices were received with lot number 6817593. During initial evaluation of devices, they appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, analysis lab was precluded from further evaluating the device, in order to avoid compromise the device integrity. No anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. A manufacturing record evaluation (mre) was performed for the finished device number 6817593, and no non-conformances related to the reported complaint condition were identified. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Pain was also reported. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 6817593 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 475cc mentor smooth round moderate plus profile saline breast prostheses, experienced right breast pain and deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.